Event description:
It was reported the customer received an occlusion alarm and altitude alarm. The customer's blood glucose (bg) ranged from 364-600 mg/dl, the customer's vision became blurry, and the customer's boyfriend had to administer a manual injection. The customer ultimately went to the emergency room for three hours and then was admitted to the hospital. The customer had high level of ketones that were identified as life-threatening by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2022, with no permanent damage. The customer reverted to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.